Event description:
It was reported that an ilet bionic pancreas did not appear to charge while on the charger, despite a green indicator light and a moving battery icon; the user was instructed to try a different power outlet, and charger replacement was considered if the issue persisted. Symptoms included no clinical effects. Outcomes included no impact to the user. Investigation included technical support troubleshooting with power source change. Investigation of this case revealed that the device showed signs of charging functionality based on indicator behavior, suggesting a possible external power source or charger issue. It was concluded that the event was consistent with a charging function concern likely related to the charger or external power supply rather than the ilet device.